Event description:
The administration of heparin was not given during the angioplasty procedure in which the pt received a cypher stent. So after the cypher was implanted, coronary angiography was conducted and thrombus was confirmed in the implanted cypher stent.